Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No audio anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, the buttons were not working, and the pump was making a high pitched noise. The customer's blood glucose level was 172 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.